Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) suffered a ventricular tachycardia (vt) storm where 11 shocks were delivered. The vt storm was successfully managed by the device and therefore no external shocks were required. Upon reviewing the episodes it was discovered that a code indicating a shock into an open lead had been recorded. Boston scientific technical services (ts) was consulted and an immediate integrity review of the system was recommended. The right ventricular (rv) lead is another manufacturer's product and the follow-up was performed by a rep for that company. This crt-d remains in service. No adverse patient effects were reported.